Manufacturer narrative:
(B)(4). Device p-cap or reservoir locked properly in place. Device received with serial number label missing and damaged display window cover. Unit power up properly after battery installation. Device received with operating currents within spec. Unit passed displacement test. Power connector plug in and locked in place properly. Device alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on. The customer did not noticed the power alarm last night did not put a new battery and they tried putting different batteries but it would not turn. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.